Manufacturer narrative:
H.10 lot # 9095791 is not associated with cat # 367960. This lot# has been captured in another complaint with the correct catalog number.

Event description:
Material no: 367960 , batch no: 9095781. It was reported that before use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the labels are peeling off. The following information was provided by the initial reporter: customer called about labels are peeling off. Need to do visual inspection check existing stock for the labels curling on the corners.

Event description:
Material no: 367960. Batch no: 9095781, 9095791. It was reported that before use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the labels are peeling off. The following information was provided by the initial reporter: customer called about labels are peeling off. Need to do visual inspection check existing stock for the labels curling on the corners.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA# 1064141 h3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9095781. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-04-05. Medical device lot #: 9095791. Medical device expiration date: unknown. Device manufacture date: unknown. Lot number 9095791was not recognized with material # 367960. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 367960, batch no: 9095781, 9095791. It was reported that before use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the labels are peeling off. The following information was provided by the initial reporter: customer called about labels are peeling off. Need to do visual inspection check existing stock for the labels curling on the corners.